Event description:
Pegaspargase 4675 units had to be remade because the spinning spiros fell off when connecting to patient. This was a chemo primed by nursing but they confirmed that the spiros was locked and "spinning" prior to connecting to patient. Determined dose was contaminated as it was no longer a closed sterile system and remade dose. Technically only used one new vial because still had other half of vial from previous dose. Dose in the anteroom for reference. Lot# for the spiros used was able to be obtained and has been sequestered.